Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient presented with an abdominal aortic and an aneurysm in the right common iliac artery that were treated with gore® excluder® aaa and gore® excluder® lliac branch endoprostheses (ibe). At the end of the implantation procedure, a distal type I endoleak was visible at the ibe internal iliac component (hgb). It is assumed that it was caused due to a short landing zone in the internal iliac artery. It was decided to monitor the endoleak afterwards and expected to disappear after the heparin treatment. On (B)(6) 2019, the endoleak was intended to be treated with the implantation of a gore® viabahn® vbx balloon expandable endoprosthesis but it was not possible to advance the device to the intended location. To complete the procedure and to solve the endoleak it was decided to overstent the right internal iliac artery with the implantation of a gore® excluder® aaa contralateral leg endoprosthesis (plc).